Event description:
It was reported that complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. Optimal placement could not be achieved so the product was pulled back across the septum and a repeat transseptal puncture was prepared. As the transseptal equipment was being placed back into the superior vena cava, the patient developed complete heart block. It was transient and a temporary pacing wire was inserted for backup support. The complete heart block was transient in nature and was not considered a complication at the time. The procedure continued and another 20mm watchman flx closure device was successfully implanted. Later in the evening, the patient became bradycardic and hypotensive. The rhythm transitioned into ventricular tachycardia. The rhythm converted back to sinus and a temporary pacing wire was inserted. A permanent pacemaker may be implanted at a later date. The complete heart block and bradycardia is being attributed to the transseptal puncture. The patient is stable, awake, alert, and oriented.